Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was prophylactically explanted and replaced due to the advisory status. There was no information suggesting this device exhibited the advisory behavior. No adverse patient effects were reported. This product is part of the emblem s-ICD overstress (B)(6) 2020 and emblem s-ICD premature depletion update (b(6) 2020 advisory population. The product was returned for analysis.

Manufacturer narrative:
This report is being filed to correct field h1: type of reportable event. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was prophylactically explanted and replaced due to the advisory status. There was no information suggesting this device exhibited the advisory behavior. No adverse patient effects were reported. This product is part of the emblem s-ICD overstress 12/03/20 and emblem s-ICD premature depletion update 12/03/20 advisory population. The product was returned for analysis.